Event description:
It was reported that lead was explanted due to high impedance, apparent lead fracture, as well as 'visual irregularity'. No patient complications have been reported as a result of this event.